Manufacturer narrative:
A partial lead with the lead tip measuring 48.0cm was returned for analysis. External insulation abrasion was noted at 42.0-42.5cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 11.0-14.0cm from the distal tip. Internal insulation abrasion was noted at 36.3-36.5cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the or for routine generator changeout when externalized conductors were observed via diagnostic imaging. Lead was explanted and replaced. Patient was stable post-procedure.